Event description:
It was reported to boston scientific corporation that an overstitch ess was used in the stomach during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026. During the procedure, it was difficult to advance the anchor exchange catheter through the scope. When the physician was finally able to extend the catheter, the anchor had disconnected. The needle body was closed and bent the needle shaft. The device was removed from the patient, and the anchor exchange catheter was stuck in the scope. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040609 is being used to capture the reportable event of needle shaft bent.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a040609 is being used to capture the reportable event of needle shaft bent. Device evaluation: block h11: the overstitch ess was not returned and no media was available for analysis. Product analysis could not be performed, for this reason and due to the lack of evidence, the reported events of needle shaft bent and anchor exchange difficult to advance could not be confirmed. A risk review of the overstitch ess was completed and confirmed that the event of needle shaft bent and anchor exchange difficult to advance were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) could not be performed because the ship history review could not be completed due to the unavailable documentation. There is no evidence the device was improperly used per the instructions for use (IFU), and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the needle shaft bent and anchor exchange difficult to advance was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, unable to exclude device problem is selected as the most probable cause for this event.

Event description:
It was reported to boston scientific corporation that an overstitch ess was used during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2026. During the procedure, it was difficult to advance the anchor exchange catheter through the scope. When the physician was finally able to extend the catheter, the anchor had disconnected. The needle body was closed and bent the needle shaft. The device was removed from the patient, and the anchor exchange catheter was stuck in the scope. The procedure was completed with a new overstitch device. There was no patient complications reported as a result of this event.